Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. However, the timing and cause of the tear cannot be conclusively determined. No other damages or defects found during investigation that would cause device failure to deliver insulin. Download data showed no signs of struggle or pulse width increases that would indicate device struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 296 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. For treatment, changed the pod.